Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the left ventricular (lv) lead exhibited high pacing impedance. No intervention was made. The patient was stable.